Event description:
During a pacemaker replacement procedure there was an episode of non-pacing. The patient is pacemaker dependent, so pacing was needed. The old device was disconnected and within 5 seconds the new device was connected to the lead. During at least 10 seconds there was no pacing and no intrinsic cardiac rhythm. On the ECG strip the total time is 16,4 seconds of cardiac pause, this includes disconnection and reconnection of the device to the lead. The pacemaker was not interrogated prior to the implant. The parameters programmed were nominal it was reported a v-run episode with 8 hz signal.

Event description:
During a pacemaker replacement procedure there was an episode of non-pacing. The patient is pacemaker dependent, so pacing was needed. The old device was disconnected and within 5 seconds the new device was connected to the lead. During at least 10 seconds there was no pacing and no intrinsic cardiac rhythm. On the ECG strip the total time is 16,4 seconds of cardiac pause, this includes disconnection and reconnection of the device to the lead. The pacemaker was not interrogated prior to the implant. The parameters programmed were nominal it was reported a v-run episode with 8 hz signal.